Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter was damaged. A replacement was sent to the customer. Customer¿s blood glucose was 100-140 mg/dl.